Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm /90cm peripheral cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.